Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.